Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history tot he event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-06820. It was reported, the pt wants her scs system removed. The reason for the explant is undetermined at this time. Surgical intervention to address the issue is planned for a later date.